Event description:
It was reported that during the ablation procedure, the patient had pericardial effusion. Medical intervention was administered (surgical drainage), and the prognosis of the patient was reported to be excellent. It was reported that the event was not device related, but possibly procedure related.

Manufacturer narrative:
This complaint was part of a clinical study based in another country, which initially was thought of as a clinical trial. The event occurred in 2005, and was not entered as a complaint until 2006, at which point it was determined a reportable complaint.